Event description:
The customer reported a clear fluid leak of approximately 1 ml from the coulter lh 750 hematology analyzer while troubleshooting an air leak. The customer indicated that the leak was contained within the instrument and the instrument did not generate error messages for this event. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the air leak was due to a disconnected tubing at a 5-way (flipper retract) solenoid for the right lift. The fse trimmed the end of the tubing and reseated the tubing onto the fitting to resolve the air leak issue. The fse indicated that the fluid leak was associated with a green stripe tubing at the sheath flow coil at the upper right panel of the diluter. The fse replaced the green stripe tubing to resolve the leak and repairs were verified per established procedures. Failure mode of the air leak is attributed to a disconnected tubing at the flipper retract solenoid for the right lift. Failure mode of the leak is attributed to a green striped tubing at the sheath flow coil. (B)(4).